Event description:
Healthcare professional reported right side rupture and "biocell removal". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. And "biocell removal". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed, as surgical impact opening.